Manufacturer narrative:
Alternate email addresses: (B)(6). Alternate phone numbers: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma - late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii; seroma.

Event description:
Healthcare professional reported right side "rupture", capsular contracture, baker grade iii, , folds, "seroma peri implant on right side", and capsulitis. Further reported was "hypoechoic nodules with circumscribed margins, negative doppler, located in h5 of 12 x 3.5 x 12 mm and h6 of 6 x 3 mm."-," which has been deemed not related to the device. The device has been explanted.

Event description:
Healthcare professional reported right side " note in the right breast the persistence of hypoechoic nodules with circumscribed margins, negative doppler, located in h5 of 12 x 3.5 x 12 mm and h6 of 6 x 3 mm."-, mild amount of seroma peri-implant on right side, bilateral capsulitis, bilateral rupture, right device has baker grade iii. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.a.